Event description:
Caller alleged discrepant inratio results. Results are as follows: inratio: 1.3. Re-test: 6.4. Time between tests: unk. Sample was collected from different finger sticks on the same hand. No lot number or pt info was provided.

Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number/serial number. Trend code analysis is performed in the monthly complaint review. Corrective action is not required at this time.